Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Device memory was reviewed and it was determined this crt-p experienced memory corruption that could not be self-corrected by the device. Device memory was re-examined several times. The detected memory corruption and attempts to self-correct resulted in the clinically-observed errors. Detailed analysis revealed the memory faults were caused by an issue with the digital integrated circuit chip.

Event description:
It was reported that the patient presented to the emergency department with complaint of chest pains. The patient was sent home without a device check. The local field representative contacted technical services (ts) to inquire about the remote home monitoring status of the patient. The patient completed a remote interrogation. Review of stored device data from the remote home monitoring system noted events where biv trigger pacing at a rate of 177-127 was causing cross chamber blanking and the device to not maintain an atrial tachy response (atr) mode switch. Technical services (ts) discussed considering rate controlling the patient or decreasing the biv trigger rate that could be potentially contributing to the patient symptoms. Additionally, farfield oversensing of r-waves on the atrial channel. Additionally, pacemaker mediated tachycardia (pmt) episodes were stored inappropriately due to sinus tachycardia. Programming changes were made. No adverse patient effects were reported. This device remains in service. Additional information was received that this cardiac resynchronization therapy pacemaker (crt-p) was later explanted and returned with no additional information linking the explant to the previous reported observations.